Event description:
The customer reported that following a diagnostic catheterization procedure on april 5, 2000, a vasoseal vhd kit size 3 was deployed. Hemostasis was achieved with good results. The following day, the pt complained of claudication. An occlusion was found at the pt's common femoral artery. The pt was taken to surgery for exploration and a thrombectomy. The surgical pathology diagnosis noted "thrombus and acellular collagen removed from common femoral, and popliteal arteries." No further complications were reported.